Event description:
Patient reported left side capsular contracture, baker grade IV, "painful", "disfigured", "hard as a brick", and "lump." Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d1, d4, d6a, g1, g2.

Manufacturer narrative:
The event of "capsular contracture" is a physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV.

Event description:
Patient reported left side capsular contracture, baker grade IV, "painful", "disfigured", "hard as a brick", and "lump." Device remains implanted.